Manufacturer narrative:
Results: the returned pusher assemblies had bends along their length. Each of the three embolization coils had offset coil winds and were snaking within their introducer sheath on the proximal end. None of the embolization coils were able to be advanced out of their introducer sheaths. Conclusions: evaluation of the returned smart coils revealed the embolization coils had offset coil winds concentrated on the proximal end of each coil. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced. Subsequently advancing the device against this resistance will likely cause the embolization coil to become kinked. Further evaluation revealed kinks on the length of each pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02021; 3005168196-2018-02022.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, three smart coils would not advance into a non-penumbra microcatheter; therefore, they were removed. It was reported that the coils seemed to get stuck in the hub of the microcatheter. The procedure was completed using other coils. There was no report of an adverse effect to the patient.